Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was apparent explant damage and there was a non-electrical miscellaneous finding on the sleeve head (guide tooth damaged).

Event description:
It was reported that both the atrial and right ventricular leads had failed and were dislodged. The atrial lead was pacing the ventricle. During the implant procedure the previous day, the leads had sensing difficulties and it took too many turns to extend the helixes on the leads. The physician expressed dissatisfaction with the leads. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.